Event description:
Rn hung a new bag of fentanyl with baxter reps in the room and programmed the pump to run the full amount of medications. When the pump alarmed for the new bag - the bag was dry (out of medication) and there was air in the line from over infusing of the medication. Tubing could not be saved d/t medication being a narcotic.